Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1000572622. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, fluid leak, device operates differently than expected and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced an inability to pump the device. During a revision surgery, the physician identified a sticky pump and a fluid leak in the system, associated with a hole in the reservoir. The pump and reservoir were explanted and replaced, while the cylinders remained implanted and functional. There were no patient complications.